Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was opened because masateru sakakibara, sales rep reports a twist drill fracture. The tw drill 1.1x105mm 18mm stp (part# 01-7149, lot# 491470) was not returned for investigation. It was reported that the twist drill fractured during a maxilla osteotomy procedure. A photo of the drill was provided, which showed the fracture, part number, and serial number of the instrument. The complaint is confirmed. The most likely underlying cause of the complaint is excessive force was applied, beyond what the instrument is designed to encounter. There are no indications of manufacturing defects. This is a level two complaint in accordance with the levels defined in section 7.2.3 of sop 14.0.9 rev 3 product evaluation. There were no adverse events reported. The severity of this complaint is no greater than the severity listed in the fmea. For all similar 1.1 mm twist drills and the previous one year (from the notification date) regarding the fracturing of the drill, there is a complaint rate of 0.122% which is no greater than the occurrence listed in the application fmea. The DHR for this product was reviewed, no non-conformances were found.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported that a drill bit fractured during an osteotomy procedure on a patient's maxilla. No adverse events have been reported as a result of the malfunction.